Manufacturer narrative:
Philips service replaced the foot switch cable and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the foot switch cable was defective and replaced during maintenance on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.